Event description:
Wife states the pump is not delivering insulin properly. Wife states the pump would not deliver bolus intermittently. Customer's blood sugars were in the 250's and 400's. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.